Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2016-00403 & 1627487-2016-00404. Additional information received confirmed the explant date as (B)(6) 2016. It was also reported effective stimulation was restored following the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2016-00403 & 1627487-2016-00404. The patient had 3 scs leads, it is unknown which 2 scs lead(s) are related to this issue; therefore, all are being reported. It was reported the patient experienced loss of left side coverage. Multiple reprogramming was ultimately unable to resolve the issue as stimulation would only be regained for short periods of time. X-rays revealed that 2 of the scs leads were touching. As a result, the 3 leads were explanted and replaced with a model 3219 scs lead. The explant date is unknown at this time.